Event description:
Customer reportedly received results of 96 mg/dl and 171 mg/dl within 10 minutes on the compact system. The customer did not provide the location where the discrepant results were obtained. No action was taken based on device results. No symptoms reported with device results. No adverse event reported. No quality controls used. Requested return of suspect device and replacement was sent.